Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708760 (serial: unknown); product type: 0191-extension; implant date (B)(6) 2022; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they discovered lead was showing high impedances on contact 1, surgical intervention occurred in order to assess where it was coming from. First, stimulation was provided prior to surgery in order to attempt to prevent surgical intervention through running current through contact. This did not fix the issue, the battery pocket/extension were unplugged and put back into port after being cleaned, this did not fix the issue. Then, the extension and lead end were disconnected in order to assess where the problem was. The lead was determined to be the problem, and was replaced by new lead and new extension (compatible with new lead) for patient's left side of body/battery. Issue has been resolved. No external factors known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative regarding the high impedance on the lead. The cause of the high impedance is unknown, as is what may have contributed to the issue. It was clarified that the left lead, which had an impedance higher than 10 ,000, was explanted. The healthcare provider has no additional information to add.